Event description:
It was reported that shaft break occurred. The target lesion was located in the complexly tortuous and moderately calcified coronary artery. A 2.00mm x 9mm maverick balloon catheter was advanced for dilatation but resistance was encountered. The device was completely removed and it was noted that the distal segment of the catheter was kinked. The procedure was completed using a maverick balloon catheter with a smaller diameter. However, while manipulating the balloon for decontamination, the catheter broke and the portions that were originally bent were separated. No patient complications were reported and the patient's status was okay.

Event description:
It was reported that shaft break occurred. The target lesion was located in the complexly tortuous and moderately calcified coronary artery. A 2.00mm x 9mm maverick balloon catheter was advanced for dilatation but resistance was encountered. The device was completely removed and it was noted that the distal segment of the catheter was kinked. The procedure was completed using a maverick balloon catheter with a smaller diameter. However, while manipulating the balloon for decontamination, the catheter broke and the portions that were originally bent were separated. No patient complications were reported and the patient's status was okay. It was additionally reported that vascular access was obtained via the radial artery and that the 10x3.0mm, de novo, eccentric target lesion was located in a severely tortuous and moderately calcified left anterior descending artery. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The shaft was completely separated/torn 118.5cm from the hub. The fractured/separated ends of the distal shaft are stretched and jagged which indicates the shaft separation was due to tensile forces. There are numerous hypotube kinks. The exit notch is torn/damaged. Inspection of the remainder of the device presented no other damage or irregularities.